Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular dislodged. The patient was asymptomatic. The lead was explanted and replaced successfully. The patient was doing fine post procedure.